Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient received a call from the hospital advising her to come in for evaluation. The hospital was calling because the patient¿s dexcom was ¿tied to their system¿ and they saw the patient was experiencing low cgm values. Therefore, the patient¿s spouse drove the patient to the hospital. The patient was not experiencing any symptoms. The patient¿s cgm was reading 51 mg/dl and the bg meter was reading 191 mg/dl. Several other comparison values were taken and are as follows: cgm reading of 48 mg/dl and bg meter reading of 114 mg/dl / cgm reading of 143 mg/dl and bg meter reading of 194 mg/dl. She was treated with vitamin d, an unspecified pre-natal medication, and aspirin. The patient was discharged home two days later on (B)(6) 2024. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.